Event description:
The customer contact reported the pt received less medication than intended. Line d of the pump was programmed to deliver 84ml of an unspecified concentration of cellcept and the deliveries were started. No further programming parameters were provided. After an unspecified length of time, line d alarmed "dose end." At that time, the nurse noted that approx 60ml of cellcept still remained in the solution container. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy on channel d. The pump history was downloaded at the mfg facility. There is no pump programming or pump activity for the reported event month of may; therefore, the history cannot be utilized to evaluate the reported event.